Manufacturer narrative:
11/21/96-supplemental report #1 submitted to FDA. Additional data entered in d7, d8 and d9. Device eval indicated and codes entered in h3 and h6.

Event description:
The device was applied during a colectomy procedure. The staples did not hold properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.